Event description:
The customer reported that the monitor image would black out gradually. After a system reboot, it began to operate as normal.

Manufacturer narrative:
The ge svc rep could not duplicate the problem.